Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Also, the pacing capture threshold in the right ventricle was elevated and the pacing capture threshold in the right ventricle was rising.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and high impedance. An acute rise in capture thresholds and impedance was noted since the first of the year. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.